Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was offline. A technical support specialist (tss) remotely accessed the system, restarted the application, and confirmed that the drawers returned to an online state and had production issue 55845. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers were offline.there were no adverse events or injuries reported based on this event.